Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the implantable cardioverter defibrillator (ICD) exhibited high, out of range defibrillation impedance. Programming changes were made. There were no patient's consequences.